Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The customer reported that during use, the needle loosens from the thread. This problem occurred 3 times on one box. Additional information has not been provided.

Manufacturer narrative:
Summary of investigation: there are three previous complaints of the same code-batch, two regarding the same issue closed as not confirmed. We manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received an open sample with the needle detached from the thread (thread is not wound on the pack). However, without closed samples and/or defective samples a proper analysis cannot be performed. Nonetheless, considering that there are two previous complaints of this code-batch for the same issue, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had incidences but the results before releasing the product fulfilled b. Braun surgical requirements. Furthermore, needle attachment strength results conducted on samples before releasing the product were 1.88 kgf in average and 1.77 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep): 1.12 kgf in average and 0.46 kgf in minimum. Conclusion root cause analysis: the main root cause could be related to excessive temperature or time during the thread preparation step in the manufacturing process. The in-process controls (rotation test) performed were correct and no defective units were detected. Final conclusion: considering that the sample received does not fulfil b. Braun surgical specifications and that there are previous complaints for the same issue, we conclude that the complaint is confirmed by evidence of the sample received. We apologize for any inconvenience that this issue may have caused, and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.